Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation before a scheduled MRI, the atrial lead was found to be dislodged. Lead revision was discussed and the patient was stable throughout.

Event description:
New information received on (B)(6) 2018 indicates that the lead was re-positioned on (B)(6) 2018. The patient was stable.